Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned expired test strip lot. - unable to test most likely underlying root cause of malfunction: strip issue (test strips are expired).

Event description:
Consumer reported complaint for "lo" blood glucose test results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 04/30/2015. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer informed me that she has not been diagnosed as a diabetic. She states that she has been told by her doctor that she is pre-diabetic. I asked the customer what her normal ranges are for her blood sugar and she stated that she does not recall that information. Customer stated that she does not know what range that her blood sugar should be in.